Event description:
It was reported that during a shoulder scope cord from drape, spider portion broken. No delay or patient injuries reported. No back-up device was available.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the device was received in a pressurized state. The drape switch receptacle was damaged. The drape switch receptacle connector pins were missing. A functional evaluation revealed the unit would not depressurize using the drape switch test jig. The complaint was confirmed. It is recommended that the IFU, be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals.